Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line and drain line of nine (9) amia automated pd cycler sets appeared to be scored (sliced). This was observed during set up of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: a1: patient identifier: updated to aa (previously reported as none). H10: nine (9) samples were received for evaluation. A visual inspection with the naked eye noted scratches on the patient line and the drain line. The reported condition was verified. The condition was caused by the grippers in the automated assembly during the coiling / packaging production of the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.